Event description:
It was reported that the customer's insulin pump would not turn on. The customer stated that the insuilin pump was on prior to receiving a low battery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).